Manufacturer narrative:
Investigation into this event is determined that a slide tracking error occurred. The customer was requesed to run option 3 for 6 cycles and 2 slides were found in the disposal box, confirming a slide tracking error. The cause of this event is user error.

Event description:
A customer reported observing a greater than assay range result for nh3 on a dt60 analyzer. This event is consistent with a malfunction that could cause erroneous results to be reported. No pt samples were processed. There was no report of pt harm as a result of this event.